Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. The investigation determined the event was caused by missampling due to the customer not using the recommended tube insert for 13x75mm tubes in the sampling rack. The customer is now using the recommended adapter for 13x75 tubes.

Event description:
The customer alleged questionable results for thyrotropin (tsh) on 2 patient samples when testing was performed on the elecsys 2010 rack system. For patient 1 the initial tsh was 0.039 uiu/ml; testing was performed from the primary tube. The result was reported outside the laboratory. On (B)(6) 2011 the tsh was repeated from the primary tube with a result of 2.72 uiu/ml; this result was sent as a corrected report. An aliquot of the sample was then run from a cup, yielding a tsh of 2.76 uiu/ml. For patient 2, on (B)(6) 2011, the initial tsh was 0.040 uiu/ml; testing was performed from the primary tube. The result was reported outside the laboratory. On (B)(6) 2011 the tsh was repeated from the primary tube with a result of 1.66 uiu/ml; this result was sent as a corrected report. An aliquot of the sample was then run from a cup, yielding a tsh of 1.66 uiu/ml. On (B)(6) 2011, the sample was sent out to a reference laboratory where a tsh of 1.59 uiu/ml was obtained. The method used by the referenced laboratory is unknown. The customer stated no patients were adversely affected due to this event. The tsh reagent lot number was 16037401. The field service representative noted the customer was using 13 x 75 mm primary tubes and not using the recommended rack adaptors for these tubes. The customer ran quality controls, which were acceptable with no errors.